Manufacturer narrative:
H3: product analysis #291281131: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ drawing(s) referenced: fa-55xxx-xxxx rev. Q ¿as found condition: the pipeline flex embolization device and marksman micro catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned within marksman catheter. ¿damage location details: the pipeline flex pushwire was returned extending out from the hub. In addition, the distal hypotube, pads, sleeves and tip coil deployed from catheter distal tip. The pushwire was found to be bent at ~27.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~5.5cm to ~11.5cm from the hub. In addition, the catheter body was found to be accordioned from ~34.0cm to ~25.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: for further examination, the pipeline flex was pushed out from marksman catheetr without any issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. An in-house mandrel was inserted into the marksman micro catheter hub and catheter lumen without issues however, resistance was observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery. The pipeline flex device and the marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pipeline flex braid (fraying) and pushwire(bending); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. (Nikkhs2 2023-08-07) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and encountered resistance with the marksman. The patient was undergoing an aneurysm embolization for treatment of a saccular, unruptured aneurysm in the right ophthalmic artery with a max diameter of 9.9 mm and a 6 mm neck diameter. The landing zone was 3.11 mm distally and 3.17 mm proximally. The accessed vessel was the femoral artery with an unknown diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level is unknown. The angiographic result post procedure showed an internal carotid aneurysm. It was reported that when performing an aneurysm embolization, when the stent was delivered in the microcatheter, the stent could not be opened and the resistance was large. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. It is unknown if the pipeline was resheathed and removed with the microcatheter. It was reported catheter resistance occurred in the distal section. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.